Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for ua2 uric acid ver.2 (ua2) on a cobas 6000 c (501) module. The initial ua2 result was "<0.2 l" with a data flag. This result was reported outside of the laboratory. The repeat result was 3.9 mg/dl. The repeat result was believed to be correct. The customer is not aware of any adverse event for this patient. The ua2 reagent lot number was 172896. The expiration date was not provided. The field service engineer (fse) visited the customer site. Reaction cell dust was falling into cells from rubbing the cell cover. The fse straightened the cover and checked all pump pressures, rinse volumes and probe alignments. Mechanism and air purges passed. The customer ran successful quality controls.

Manufacturer narrative:
The customer has had no further issues with ua2 results. The root cause of the issue was determined to be an issue with the sample probe with wash water adjustments/maintenance. The issues identified by the fse explain the observed behavior.